Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. The target lesion was located in a saphenous vein graft (svg) and the lesion was predilated with an nc quantum apex balloon. While prepping the 3.00x24mm taxus liberte stent it was noted that the stent was damaged. The device never entered the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient's condition is fine.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).